Event description:
A customer reported that erroneous, low magnesium (mg) results were generated on a unicel dxc 800 synchron system for two patient samples. The date of occurrence and actual patient results is inferred from customer communications as no actual patient results were provided by the customer. Verbal communications address only one patient sample involvement although initial information indicated there may have been two patient results involved. Based upon the single patient information available, the initial mg result was low, and upon critical rerun on the same instrument the repeat mg result was higher. The sample was retested on another instrument and the results concurred with the initial repeat value. The second instrument's results were not specified by the customer. The initial, low mg result was not reported out of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument mg quality control (qc) results during the time frame of the event recovered within the customer's established specifications and the customer did not report any issues with other chemistries or any system errors. Patient demographics, sample collection/handling information and actual patient results were not provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Evaluated the instrument by leading the customer through routine troubleshooting activities. Beckman coulter inc. Customer technical support recommended that the customer replace the syringe plungers, replace the mg reagent cartridge and recalibrate the instrument assay. The customer stated that upon completion of the suggested maintenance activities, the mg assay recalibrated acceptably, mg quality control results recovered within specifications, and a ten replicate precision run generated acceptable results. A definitive root cause for this event cannot be determined to date with the available information.